Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test. No button error alarm noted upon testing however, device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the center button and down arrow button of insulin pump was unresponsive. The customer¿s blood glucose level was unknown. The customer reported that the numbers was not ramping on their own. The customer also stated that the scroll bar was not moving with no input. Customer stated that the insulin pump had hardware low level failures. The customer stated that they was able to clear the alarm. The customer also stated that they was able to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.